Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was seeing an eri definition. The eri was reported on a non-rechargeable ins. The caller has the following programming settings 1 was 7.2 450 pulse width 30 rate, and 378, program 2 was 10.3 3450 pulse width 30 rate, and 780. The estimate provided was 5 months. The battery longevity was reviewed, and how the programmed parameters affected longevity. The patient's previous device lasted 5 years. The caller stated that 9, 10, 11, 13, 14, and 15 were all over 10k ohms. The eri message seems appropriate. The patient was dissatisfied as the last battery lasted 5 years. The caller will work with the healthcare provider (hcp) to determine the next steps. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient had loss of partial therapy, patient claims stimulation coverage has diminished over the last couple of months. Ins was interrogated and impedance check of device. Rep turned off oor contacts that are 9,10,11,13,14,15 with impedance >10,000. The issue was not resolved at the time of this report. No surgical intervention occurred. Unknown if intervention planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause for loss of therapy, stimulation coverage diminishing and oor/ high impedance was not known. No actions or intervention have been taken, patient is considering a revision. The issue has not been resolved. Information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.